Event description:
It was reported by the patient's spouse that the patient's heart rate has been low, and that the patient has not been feeling good and has not had energy. The device was found to be at elective replacement indicators (eri), and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.